Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device prior to implant was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the substrate was noted. The cause of the inability to communicate with the device was loss of power supply due to an anomalous component on the substrate.

Event description:
It was reported that the device could not be interrogated prior to implant while still in the box. Device was replaced.